Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was observed that when the device was disconnected from the ac power supply, the display screen on the patient therapy controller (ptc) would turn black. It was later noted that the ptc was unable to be fully configured. There was no patient involvement and the device was returned for evaluation.